Event description:
Hamilton medical ag received the following event description: "the patient is critically ill, diagnosed with abdominal pain and mesenteric thrombosis. They were admitted to the emergency ICU with difficulty breathing and require treatment with a ventilator. During use, the ventilator suddenly stopped working and displayed error tf: 9950 "

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.